Event description:
It was reported that 2 bd vacutainer® lh pst¿ ii plus blood collection tubes had oil gel globules after use. There was no report of patient impact.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be inspected as the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because the lot number was not provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.